Event description:
It was reported that "when dr (b(6) was attempting to place the oasys 4.4x36 oasys screw we had several problems. First, he stripped the hex part of the screw when he was placing it in the pedicle. I think the screwdriver was not fully engaged with the screw itself. Second problem, somehow he managed to pull the tulip off the screw."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental.